Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the red tab that locks the handle into the tibial components onto the handle broke. No surgical delay. All pieces were retrieved.